Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). After treatment with a 3.00 x 30 mm agent dcb, a long dissection was noted. A 3.00 x 38 mm synergy xd was deployed to cover the dissection. The procedure was completed with no further complications. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. The lesion was pre-dilated with a 2.50 x 12 mm non-compliant balloon. 8 atm were applied to the 3.00 x 30 mm agent dcb for 1 minute. The lesion was further described as type b and flow limiting. Per the operating physician, the lesion was caused by calcification. The patient was stable after the procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). After treatment with a 3.00 x 30 mm agent dcb, a long dissection was noted. A 3.00 x 38 mm synergy xd was deployed to cover the dissection. The procedure was completed with no further complications.